Event description:
Customer called on (B)(6) 2011 reporting of a fluid leak in the main diluter of the lh 500 hematology analyzer. Customer was not able to locate the source of the leak and stated that instrument was also locking up. Customer noted no patient results were affected by the leak. Customer was wearing proper personal protective equipment at the time of the leak and no exposure or injury was reported from this event. Field service engineer (fse) was dispatched and found that the instrument was locking up thereby causing the baths to overflow. Fse re-downloaded the software to the analyzer in order to prevent the instrument from locking up again. Repair was then verified per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).